Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was it the active blade tip that broke off? Did the blade tip fall into the patient? If yes, was an x-ray of the patient performed in order to locate the blade tip? Was the blade tip ever found?

Event description:
It was reported that during a gastric bypass procedure, the active leaf of device fell down from the scissor. That active leaf was not found. It is unknown how the procedure was completed. One device will be returned.